Event description:
The ge oec 9800 fluoroscopy system displayed pre-charge voltage failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the battery pack and calibrated the charger. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.